Event description:
Reported by the pt email as, "the first time I went to have it filled, the band did not allow him (doctor) to aspirate any fill (fluid) when checking the band. He attempted a few times and was still unable to aspirate. He accessed it but could not aspirate. His pa tried to aspirate and she could not. So the first fill was not done. We waited two weeks before another attempt was made. Still the band did not aspirate but a very small amount of fill but injected." Add'l finding of a kink in the tubing that caused a leak.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of kinking under "precautions" as: "failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arcing transition into the abdomen."